Event description:
It was reported that the device exhibited an alarm for no disposable clamp tubing. Troubleshooting was performed and air bubbles were noted and the alarm persisted. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause for a no disposable' alarm to be the downstream occlusion (dso) sensor and the most probably cause for visible air in the line to be a disposable (tubing or cassette) issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.